Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This supplemental report is being submitted with an update to sections: b5 describe event or problem; b7 other relevant history.

Event description:
It was reported via clinical trial acute cystitis occurred. The patient was enrolled in the prospect clinical trial and underwent a pulse field ablation (pfa) procedure using a farawave nav catheter. Five (5) days post index procedure the patient presented to the emergency department with right flank pain, dysuria, and hematuria. The patient was diagnosed with acute cystitis and was prescribed cefuroxime. Nine (9) days post index procedure medication was changed to levofloxacin. It was further reported the patient was admitted to the hospital five (5) days post index procedure and discharged the same day.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via clinical trial that acute cystitis occurred. The patient underwent a pulse field ablation (pfa) study procedure using a farawave nav catheter. Five (5) days post index procedure the patient presented to the emergency department with right flank pain, dysuria, and hematuria. The patient was diagnosed with acute cystitis and was prescribed cefuroxime. Nine (9) days post index procedure medication was changed to levofloxacin.